Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic with discomfort due to muscle stimulation. Upon interrogation, the right ventricle lead also exhibited noise episodes. The lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.